Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device destroyed the skin when it was used in operating room. Additional clinical information determined that the issue occurred during surgery. While the graft was damaged it was able to be used and no additional graft harvest was required from the patient. However as a result of the device issue there was a delay to the procedure of approximately 45 minutes while the patient was under anesthesia.

Manufacturer narrative:
The device was manufactured on 5/2/1990 and has no repair history at zimmer biomet surgical since (B)(6) of 2011. Investigation revealed the unit had older style side plates. Prior to repair, the test mesh passed. The device was outside calibration specifications on both sides. Repair of the device included replacement of the side plates, cutter, roller and ratchet assembly. The reported event was not reproduced during testing and a cause cannot be determined at this time. The customer should be aware, per the instructions for use, ¿the expected longevity of the meshgraft ii tissue expansion system is ten years.¿ the device was repaired and returned to the customer.